Manufacturer narrative:
The exact event date is unknown. Investigation summary: with all the available information boston scientific concludes that the pump activation issues identified via analysis likely contributed to the removal of the device. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the reservoir was visually inspected, leak tested and examined. The reservoir had wear at a fold in the reservoir shell; no leak was found. The reservoir kink resistant tubing (krt) was worn down to the filament. The cylinders were visually inspected, leak tested, pressure tested and examined. Both cylinders had wear at folds in the cylinder bodies. Both cylinders passed the leak and pressure tests. The pump was leak tested, visually inspected, examined and functionally tested. The pump krt was fatigued and worn down to the filament. The pump was functionally tested and did not pass the activation test. Product analysis concluded this activation issue could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was returned due to an unspecified reason; there was no allegation against the returned device. All the ipp components were visually inspected and functionally tested. The cylinders and reservoir performed within specifications; however, the pump did not pass the activation test. The identified pump condition is the most probable cause of the product return and likely contributed to the removal of the device.